Event description:
It was reported that an alert for charge time limit reached was observed. A capacitor maintenance was performed in-clinic resulting in an extended charge time. It was also noted that a clicking sound could be heard from the device during the attempted capacitor maintenance. The device was explanted and replaced. The patient was in good condition post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported extended charge time was confirmed in the laboratory. The device was tested on the bench and no anomaly was found. The hv capacitors were returned to the manufacturer for further analysis and an internal hv capacitor anomaly was found to be the cause of the reported extended charge time.